Manufacturer narrative:
Device evaluated by MFR.,eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. The sheath tip is damaged. The sheath is kinked adjacent to the hub, also it is kinked approximately at 4.8cm from the tip and the ro marker has been pushed proximally approximately 7.6 cm toward the hub. Marker impression on the sheath surface indicates the ro marker had been properly assembled and swaged onto the distal end. The sheath surface was scraped/ damaged as the ro marker was slid proximally over the sheath material. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported the radiopaque markers were mispositioned. A .038 accustick¿ ii was selected for use. Upon introduction, it was observed that the radiopaque(ro) marker was located on the proximal part instead of the distal part of the catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the radiopaque markers were mispositioned. A .038 accustick ii was selected for use. Upon introduction, it was observed that the radiopaque(ro) marker was located on the proximal part instead of the distal part of the catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.